Event description:
During the routine f/u of the device involved in this report, the recorded heart rate curve showed an unexpected slow rhythm period regarding the device programming.

Manufacturer narrative:
(B) (4): since the device remains implanted, the programmer files were reviewed. Conclusion: the device operated within specifications: the low ventricular rate (below the basic rate) visible in the heart rate curve resulted from interactions between safer and fms mgmt.